Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen displayed a green line going across the screen on the continuous glucose monitoring (cgm) graph. Additionally, the time on the pump home screen appears to be blurry and purple in color. Customer stated that it was unknown if blood glucose (bg) levels were impacted. Reportedly, the customer would continue use of the current pump for therapy but also has manual injections available.